Event description:
A customer reported a malfunction with a code "malf 12" on their pump, but there were no notable events leading up to it. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer in updating their pump software and provided assistance in resetting the pump, after which the malfunction did not recur.